Event description:
On (B)(6) 2011, the pt reported that all of the buttons of his infusion device stopped responding. He inserted a new battery and, after start-up, the infusion device displayed e8 (power interrupt). He pressed the check button and was unable to clear the error. He again replaced the battery and was not able to resolve the issue. The keylock was not on. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.